Event description:
It was reported that during an unknown procedure, generator was not working. Unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: based on the analysis, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The customer complaint has been confirmed. To correct the complaint the main pcb assembly was replaced. After servicing the unit passed qa inspections. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.